Event description:
Over infusion of dopamine, 0145 the nurse was transferring the infusion of dopamine from a gemini pump to the medley lvp, after she placed tubing in the pump she realized that an over infusion had occurred. She was unsure whether the infusion was during transfer or after pump was started. Patient went into cardiac arrest and was resuscitated much later. The patient did not suffer permanent damage per nursing director. When reviewing the incident with the nurse, clinical consultant noted the nurse had opened the flow stop after removing the tubing and the roller clamp had been open the whole time.